Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that all brake casters swivel around while in brake mode. No patient impact.